Event description:
Free-flow reported. It was reported that when the pt removed the cassette from the cassette chamber, the hydration fluid free flowed. There was no programmed rate info available. The customer contact states "despite being instructed not to remove the cassette, the pt repeatedly would do so and carry the bag into the bathroom. The nurse reported that one time, nurse noticed that the bag was almost empty when the pt returned from the bathroom." The customer contact did not know how much fluid had infused. There was no pt harm reported. Though requested, there was no add'l info available.